Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to hair loss and broken skin at magnet site the user has not been wearing his device since april 2022. There was then an improvement at the magnet site after the user stop wearing the device for a while. However, at the beginning of august the user had a bike accident and fell on the opposite side to the ci. However the skin broken down on the implanted side and there is an infection and fluid over the magnet site. The user was explanted on the (B)(6) 2022.

Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted because of extrusion of the device through the skin after several head traumas. Further the recipient showed sensitivity to the external magnet, which might have contributed to the observed issue. During device investigation overload fractures in the active electrode were found, which can be attributed to an external mechanical impact. Other mechanical damages found during investigation are attributable to the removal surgery. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. This I a final report.

Event description:
Due to hair loss and broken skin at the magnet site the user had not been wearing his device since (B)(6) 2022. There was then an improvement at the magnet site after the user stopped wearing the device for a while. However, at the beginning of (B)(6) 2022 the user had a bike accident and fell on the opposite side to the ci. However, the skin broken down on the implanted side and there was an infection and fluid over the magnet site. The user was not wearing the external device at the time of the event. No cultures were performed to determine the type of the infection. Prior to (B)(6) 2022 the user had been wearing the device regularly but had encountered several traumas due to bullying at school. In (B)(6) 2022 the user sustained another trauma to the implant site. The user was explanted on the (B)(6) 2022. According to the device explantation report form there was a small abscess along the inferior edge of the implant where the audio processor sat.